Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the hi-torque bmw universal 190cm guidewire (gw) was advanced to the target lesion and resistance was noted with anatomy and the gw became stuck [trapped] in the vessel. Another bmw guidewire was used to remove the guidewire. There was no adverse patient adverse patient sequela. Another guidewire was used to continue the procedure. No additional information was reported.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched coils were confirmed. The reported entrapment and difficult to advance could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Additional information reported that the hi-torque bmw universal 190cm guidewire (gw) was advanced to the target lesion and resistance was noted with anatomy and the gw became stuck [trapped] in the vessel. Therefore, another bmw guidewire was used to remove the guidewire. There was no adverse patient adverse patient sequela. Another guidewire was used to continue the procedure. No additional information was reported.